Event description:
It was reported that the patient experienced an inflammatory mass at catheter site, confirmed via two MRI's and a myelogram. Per the patient, the initial change in the patient's symptoms occurred "(B)(6)." The patient experienced neuropathy, pain at the catheter site, and no appetite with the loss of (B)(6). The symptoms progressively got worse with the patient unable to concentrate, numbness, chills, having urination problems, thoracic spine pain when sitting, and a shooting pain down the legs. These issues "started about a month and a half ago." The patient had problems with the system since it was implanted. There was a prior blockage in the catheter between the catheter and pump stated. The patient's status was listed as "serious." It was suggested by the patient's physician that the catheter needed to be moved. No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).